Manufacturer narrative:
Analysis found that a partial distal portion of the lead was returned in one piece measuring 46.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead was noted to pinch the patient's tricuspid valve. It was holding back the valve. This led to valve regurgitation. The physician didn't believe this was due to any lead malfunction. Any lead would have caused the same issue. The lead was explanted, and two left ventricular leads were implanted. The patient was stable.